Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The blood glucose reading was 295 mg/dl. The customer declined to proceed with troubleshooting because she had already performed an infusion set change. No bent cannula was observed. She complained of nausea and diarrhea, which she treated with a manual injection and insulin. At the time of the no delivery alarm, the blood glucose reading was 82 mg/dl. She declined to return the infusion set and reservoir for analysis. Upon troubleshooting, it was found that the insulin pump was working as designed. The insulin pump passed the self test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.